Manufacturer narrative:
Product complaint # (B)(4). Manufacturer contact phone number: (B)(4). This complaint involves three devices, two devices with device "bend" failure and one device with "will not release" failure. All the three complaint devices were received and visually inspected. This investigation summary is for device with ¿will not release¿ failure. Visual observations revealed no anomalies with the device. The first implant was hanging out of the truespan gun on the suture. When the trigger was pressed fully a click sound was heard and the second implant was deployed from the device as intended. There was no product issue noticed on this device. So, the reported failure of ¿will not release¿ cannot be confirmed. The first implant did not seat in its position when the trigger was pressed which may be caused due to incorrect depth of needle set while deploying the implant, so the root cause for this failure would be attributed to user error. A DHR review has been conducted on this manufacturing lot and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch number: 1221934-2018-50241.

Event description:
It was reported by the sales rep that two of their true span 24 degree peek devices bent where the shaft meets the handle and another true span 24 degree peek did not fire the first anchor during a meniscus repair. The case was completed with other like devices. The meniscus was not damaged and there were no patient consequences or delays reported. The devices are being returned.